Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted, a 12.6mm vicmo 12.6, -09.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens tore during injection into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced intraoperatively and this resolved the problem. Cause of the event is reported as user error.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).